Manufacturer narrative:
A1, patient identifier should be (B)(6) rather than (B)(6).

Event description:
New information received notes that the right ventricular (rv) lead was explanted and replaced. The patient condition was unknown.

Event description:
New information received notes that the noise was noted remotely via merlin.net and the episodes were over-sensed. The patient was in stable condition.

Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in two pieces. Visual and x-ray examinations indicated a fracture of the inner coil located proximal to the suture tie impression. Scanning electron microscope evaluation verified that all inner coil filars were fractured consistent with fatigue fracture. The cause of the reported event was isolated to the fractured inner coil.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. No intervention was reported. The patient condition was unknown.